Event description:
It was reported that the inflatable penile prosthesis (ipp) right cylinder and pump were explanted due to "connect tube holes." The patient visited the hospital with his device no longer working two weeks prior to the revision surgery. There was no fluid loss from the device. A new ipp cylinder and pump were implanted. The patient got well following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) right cylinder and pump were explanted due to "connect tube holes." The patient visited the hospital with his device no longer working two weeks prior to the revision surgery. There was no fluid loss from the device. A new ipp cylinder and pump were implanted. The patient got well following the surgery.

Manufacturer narrative:
Device evaluation provided in: h3 and h6. Device evaluation: product analysis confirmed the reported events related to hole in tubing. The ams700 ipp cylinder was visually inspected and functionally tested. The cylinder has wear at folds in the cylinder body; no leak was found. This wear would not affect the overall functionality of the device. There was a leak in the kink resistant tubing (krt) between the input tube sleeve and tubing connector. A large hole was present in the krt which likely result with sharp instrument damage. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred during implant, while implanted or during explant. These damages are consistent with explant damage and were considered a secondary failure; however, the reported hole in tubing was confirmed.